Event description:
It was reported that an infusion line break occurred. A 2.1mm jetstream xc catheter was chosen to treat a 40% stenosed, mildly calcified occlusion in the superficial femoral artery (sfa). During closure, a saline leak from a break in the infusion line near the control pod was observed. This issue occurred outside of the patient's body. The original device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed multiple kinks to the sheath distal to the burst. The device showed a burst infusion sheath 60cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the infusion sheath burst and kinks.

Event description:
It was reported that an infusion line break occurred. A 2.1mm jetstream xc catheter was chosen to treat a 40% stenosed, mildly calcified occlusion in the superficial femoral artery (sfa). During closure, a saline leak from a break in the infusion line near the control pod was observed. This issue occurred outside of the patient's body. The original device was used to complete the procedure. There were no patient complications as a result of this event.